Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the drive support cap is protruded and the insulin pump and insulin was squirting out during the manual prime process. The blood glucose was unknown at the time of the incident. Customer reports insulin squirting out during the prime process. Customer reported that, the insulin squirting out during the prime process and insulin did not continue to drip after letting go of the act button. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump received with missing end cap sticker noted.